Event description:
Voluntary medwatch received states that the right ventricular lead exhibited noise and out of range impedance. The lead was explanted and successfully replaced.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153259.